Event description:
New information received notes that lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned in three segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 11.6-14.5cm from the distal tip. Internal insulation abrasion was noted at 26.3-26.5cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
.

Event description:
It was reported that when an asymptomatic patient presented in-clinic for prophylactic screening, externalized conductors were observed. No electrical anomalies were detected. The lead will be replaced during the device change-out.